Manufacturer narrative:
Corrected data: batch review performed on 17 april 2023 lot 2201068: 75 items manufactured and released on 02-may-2022. Expiration date: 2027-mar-25. No anomalies found related to the problem. To date, 43 items of the same lot have been sold with one similar reported event during the period of review. Modified event description with this information: on (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. A complaint was not filed at that time. Manufacturer narrative: batch review performed on 17 april 2023 on gmk-sphere 02.12.0414fl tibial insert fixed sphere flex size 4/14 mm l (k121416) lot. 2108910. Lot 2108910: 75 items manufactured and released on 16-sep-2021. Expiration date: 2026-sep-02. No anomalies found related to the problem. To date, 29 items of the same lot have been sold with one similar reported event during the period of review.

Event description:
On (B)(6) 2022, the patient had the primary surgery. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. On (B)(6) 2023. The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 9 january 2022: lot: 2201068: (B)(4) items manufactured and released on 02-may-2022. Expiration date: 2027-mar-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 2 months after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.